Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: "hernia" detailed description of event: hospital: [name]. "There is a small hole in the packaging. Please consult with attached file." A picture of the device has been provided. Product is available for return. Patient status: before use - na. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole in the tyvek of the pouch. Based on the condition of the returned unit, the hole was caused by contact with an object, which was likely caused by improper handling. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: "hernia." Detailed description of event: hospital: [name] "there is a small hole in the packaging. Please consult with attached file." A picture of the device has been provided. Product is available for return. Patient status: before use - na. Type of intervention: ni.